Manufacturer narrative:
A ge field service engineer locked out and tagged out the x-ray table. A third party service company fixed the table. The patient table is fully functional.

Event description:
The patient table was being angled up to vertical position and the translational chain broke. No injury was reported. The concern is for a serious injury.